Event description:
It was reported that the atrial lead exhibited noise. Oversensing and subsequent loss of capture were noted on occasion. A follow-up would be performed in six months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.